Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported it appears the lead was not fully inserted into the header of the ipg causing shocking at the ipg. Surgical intervention took place wherein the ipg was explanted and replaced which resolved the issue.

Event description:
Additional information indicates the patient was unable to set ipg into MRI mode due to the lead pulling out of the header causing high impedance and shocking at the ipg site.